Event description:
In the literature article named ¿spatial frame correction of anterior growth arrest of the proximal tibia: report of three cases", it was reported that, while using a taylor spatial frame external fixation device, one half pin had to be replaced to accommodate knee movements. The patient necessitated a return to theatre to adjust the frame.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and the data presented in the literature review article indicates that one half pin had to be replaced to accommodate knee movements in a patient being treated with a tsf. Without clinically relevant patient-specific supporting documentation a thorough medical assessment cannot be rendered, and the clinical root cause of the pin breakage cannot be confirmed. The frame was removed after 16 weeks with full correction of the deformity and equalization of leg length. No further clinical assessment is warranted at this time. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.